Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had undergone a new procedure wherein they had a new battery placed, and it had been working really well, but today they had been having a really hard time urinating and had been having to catheterize because they could not pee. The patient said they were trying to make their device go up a level to see if that would have helped, but the handset and the communicator were not getting a connection. The patient said it kept saying "it was out of range, or it was not working." The agent walked the patient through connecting to their implant over the phone. The patient confirmed they were connected to their implant. The patient increased their stimulation to a comfortable level in the bicycle seat area. Agent reviewed interstim optimization. The patient was advised to monitor their symptoms. The agent redirected the patient to their doctor.